Event description:
Intermittent reagent probe wash verification outside acceptable limits, condition codes and a ck-mb calibration issue. The investigation determined this event to be consistent with a malfunction that could bias rsults such that inappopriate physician action may occur. There was no report of pt harm as a result of this event.